Manufacturer narrative:
After inflation and deflation of the powerflex balloon, resistance was encountered while removing the device into the non-cordis sheath introducer. It was also noted that the balloon would not deflate enough for it to be removed through the sheath. The entire system was removed as one unit. There was no reported patient injury. A non sterile powerflex 8 mm x 4 cm was received. The catheter was partially inserted in an unknown catheter sheath introducer (csi). A guide wire was inserted in the guide wire lumen of the catheter. The balloon appeared as if it had been inflated and deflated. The catheter was stuck in the csi. The balloon was inflated and deflated. The deflation time of the balloon was within specification. An attempt to withdrawn the balloon catheter was made; however, resistance was experienced. Once the balloon catheter was withdrawn; dry blood residues were observed in the csi and on the balloon catheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The deflation difficulty was not confirmed. The withdrawal difficulty was confirmed. The cause of the withdrawal difficulty was the dry blood cloths found in the csi. No corrective or preventive action will be taken; given that, the deflation difficulty was not confirmed and the withdrawal difficulty was not related to the manufacturing process. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was identified. While unpacking the stent, it was found not to be 'trimmend' well. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
The evaluation codes have been included.

Event description:
It is reported that the french aero sheath over a .035 angle aquatrack wire, while ballooning the right leg exterior iliac and upon deflation of the powerflex pta balloon; the balloon did not come back through the sheath and became stuck. The device was stored per the instructions for use. There was no damage noted with the packaging or prior to use. The device prepped normally. The balloon would not deflate enough to come back through the sheath. The entire system was removed as one unit. There was no patient injury.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Concomitant devices include a french aero sheath and a aquatrack guide wire. Additional information will be submiited within 30 days of receipt.